Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 001971-not valid, 001871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, epigastric pain, uterine enlargement, menses irregular, pelvic pain, abdominal pain, and dyspareunia. Concomitant products included levonorgestrel (mirena), levothyroxine, medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy/ rash on my arms, I cannot wear earings or jwellery with nickel or else my ears turns infected and hurt but I didnt realize essure had nickel."), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia( painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), rash ("rash on arm"), abdominal pain lower ("cramping in lower abdomen"), gastrooesophageal reflux disease ("gerd"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the female sexual dysfunction, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, rash, abdominal pain, and back pain outcome was unknown and the alopecia, weight increased, abdominal pain lower and gastrooesophageal reflux disease was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results; total bilateral occlusion. Lot number 001971 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: pfs received. Lot no. Added. Event:cramping in lower abdomen outcome were updated to recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 001971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, epigastric pain, uterine enlargement, menses irregular, pelvic pain, abdominal pain and dyspareunia. Concomitant products included levonorgestrel (mirena), levothyroxine, medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), dermatitis contact ("nickel allergy/ rash on my arms, I cannot wear earings or jwellery with nickel or else my ears turns infected and hurt but I didnt realize essure had nickel."), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia( painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), rash ("rash on arm"), abdominal pain lower ("cramping in lower abdomen"), gastrooesophageal reflux disease ("gerd"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the female sexual dysfunction, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, migraine, nausea, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, rash, abdominal pain lower, abdominal pain and back pain outcome was unknown and the alopecia, weight increased and gastrooesophageal reflux disease was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune hypothyroidism, back pain, bladder disorder, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results; total bilateral occlusion. Lot number 001971 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event nickel allergy/ rash on my arms, I cannot wear earings or jwellery with nickel or else my ears turns infected and hurt but I didnt realize essure had nickel. Was coded back to the meddra llt: nickel allergy. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. (001971, 001871)- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, epigastric pain, uterine enlargement, menses irregular, pelvic pain, abdominal pain and dyspareunia. Concomitant products included levonorgestrel (mirena), levothyroxine, medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy/ rash on my arms, I cannot wear earings or jwellery with nickel or else my ears turns infected and hurt but I didnt realize essure had nickel."), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia( painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), rash ("rash on arm"), abdominal pain lower ("cramping in lower abdomen"), gastrooesophageal reflux disease ("gerd"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding and vaginal haemorrhage had resolved, the female sexual dysfunction, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, rash, abdominal pain and back pain outcome was unknown and the alopecia, weight increased, abdominal pain lower and gastrooesophageal reflux disease was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, heavy menstrual bleeding, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results; total bilateral occlusion. Lot number 001971 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 001971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, epigastric pain, uterine enlargement, menses irregular, pelvic pain, abdominal pain and dyspareunia. Concomitant products included levonorgestrel (mirena), levothyroxine, medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), dermatitis contact ("nickel allergy/ rash on my arms, I cannot wear earing's or jewellery with nickel or else my ears turns infected and hurt but I didnt realize essure had nickel."), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia( painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), rash ("rash on arm"), abdominal pain lower ("cramping in lower abdomen"), gastrooesophageal reflux disease ("gerd"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the female sexual dysfunction, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, migraine, nausea, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, rash, abdominal pain lower, abdominal pain and back pain outcome was unknown and the alopecia, weight increased and gastrooesophageal reflux disease was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune hypothyroidism, back pain, bladder disorder, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results; total bilateral occlusion. Lot number 001971 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: mr received: medical history was added. Outcome of events were updated: pain , bleeding, gerd, hair loss, weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 001971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, epigastric pain, uterine enlargement and menses irregular. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss"), rash ("rash on arm"), abdominal pain lower ("cramping in lower abdomen"), gastrooesophageal reflux disease ("gerd"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia, rash, weight increased, abdominal pain lower, gastrooesophageal reflux disease, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results; total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 001971-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, epigastric pain, uterine enlargement and menses irregular. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss"), rash ("rash on arm"), abdominal pain lower ("cramping in lower abdomen"), gastrooesophageal reflux disease ("gerd"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia, rash, weight increased, abdominal pain lower, gastrooesophageal reflux disease, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results; total bilateral occlusion. Lot number 001971 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. (001971, 001871)- inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, epigastric pain, uterine enlargement, menses irregular, pelvic pain, abdominal pain and dyspareunia. Concomitant products included levonorgestrel (mirena), levothyroxine, medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy/ rash on my arms, I cannot wear earings or jwellery with nickel or else my ears turns infected and hurt but I didnt realize essure had nickel."), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia( painful sexual intercourse)"), fatigue ("fatigue,"), alopecia ("hair loss"), rash ("rash on arm"), abdominal pain lower ("cramping in lower abdomen"), gastrooesophageal reflux disease ("gerd"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy supracervical hysterectomy (uterus only)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved, the female sexual dysfunction, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, rash, abdominal pain and back pain outcome was unknown and the alopecia, weight increased, abdominal pain lower and gastrooesophageal reflux disease was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6)2016: results; total bilateral occlusion. Lot number 001971 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 001971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, epigastric pain, uterine enlargement and menses irregular. Concomitant products included levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), autoimmune hypothyroidism ("autoimmune disorder type of disorder: hypothyroid"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss"), rash ("rash on arm"), abdominal pain lower ("cramping in lower abdomen"), gastrooesophageal reflux disease ("gerd"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, autoimmune hypothyroidism, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, alopecia, rash, weight increased, abdominal pain lower, gastrooesophageal reflux disease, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune hypothyroidism, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram on (B)(6) 2016: results; total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs and mr received: case become incident. Events added- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: hypothyroid, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, hair loss, weight gain, gerd, abdominal pain, lower abdominal pain, pelvic pain, rash on arm. Reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.